Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
Patient reported that their livongo blood pressure monitor was reading over 40mmhg higher than a reading done with a sphygmomanometer and stethoscope taken by their doctor.